Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9200829. Medical device expiration date: 2024-07-31. Device manufacture date: 2019-07-19. Medical device lot #: 9221609. Medical device expiration date: 2024-07-31. Device manufacture date: 2019-08-09. Medical device lot #: 7221954. Medical device expiration date: 2022-07-31. Device manufacture date: 2017-08-09. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle safety shields are coming off. This was discovered during use. The following information was provided by the initial reporter: material no. 368607, batch no. 9200829, 9221609, 7221954 and unknown. It was reported that safety shields are coming off eclipse needles. Update: customer does not know what specific lot number that occurred "yesterday" but she provided the lot numbers they have experienced the safety shield coming off of. She stated her phlebotomist provided her the lot numbers. Occurred yesterday, but has happened a few times previously. After sticking the patient, the staff was going to close the safety shield and it came off. No needle stick occurred. No patient identifiers available. Customer has unused samples to return for investigation.

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for defective locking mechanism with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle safety shields are coming off. This was discovered during use. The following information was provided by the initial reporter: material no. 368607 batch no. 9200829, 9221609, 7221954 and unknown it was reported that safety shields are coming off eclipse needles. Update: customer does not know what specific lot number that occurred "yesterday" but she provided the lot numbers they have experienced the safety shield coming off of. She stated her phlebotomist provided her the lot numbers. Occurred yesterday, but has happened a few times previously. After sticking the patient, the staff was going to close the safety shield and it came off. No needle stick occurred. No patient identifiers available. Customer has unused samples to return for investigation.